Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient fell on her left side (the pump is on the right side) and felt that the pump had shifted inward and the catheter access port may have been digging into her rib on the injured side. The pump was not alarming and the patient was reported to still be getting therapy. No interventions were planned and the patient would be discussing with her healthcare provider (hcp) whether she wanted the pump location revised, but it was stated to be unlikely. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.